Event description:
It was reported via repair work order that the drive wheel would not disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the drive wheel would not disengage due to a damaged control board and drive wheel actuator.

Event description:
It was reported via repair work order that the drive wheel would not disengage due to a damaged control board and drive wheel actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.